Event description:
Error code 18.

Event description:
Device log history was reviewed for the returned device and the reported error 18 described in complaint was found multiple times in the device log file, therefore the reported event is confirmed. Device sent back to france for investigation. During visual check, nothing was noticed. A test was performed by our investigator; around 1 minute after mains connection, the device showed error 18. Investigator checked the device internally. No visual defect on power supply board. However, it was discovered that the battery charge is defective (no current), but 3.3v is generated for cpu board. P secondary detects an abnormal (same) status of power and battery signals. Error 18 was triggered after 1 minute. To solve the issue, the power supply board and the battery was replaced. The battery charge was then effective after replacement. Therefore, the reported event is confirmed and is due to defective power supply boards. Note: the battery axcom mb1790 that was installed within the device has not been tested and approved by fk. Using unauthorized battery may cause issues with the power supply of the pump. Within the IFU on page 71, under conditions of guarantee, "to benefit from the materials and workmanship guarantee from our after-sales service or agent authorized by fresenius kabi, the following conditions must be respected. The internal battery of the device must not have been replaced by a battery other than that specified by manufacturer." This complaint is considered to be valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.